Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was 450 mg/dl at time of incident. Another blood glucose level was 268 mg/dl. Customer reported that the bolus not delivered and experience high blood glucose reading and claims that her pump was malfunctioning. The customer was treated with hospitalization. Customer stated that she remember that the tubing of her set is dried out when her son took it from her. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.